Event description:
It was reported that the power was cutting in and out when the zimmer air dermatome was moved. Additional clinical follow-up with the customer indicated that the device sounded as if it was losing pressure. It was further reported that the surgeon was testing the dermatome before use when the issue was noted. There was no pt injury, increase in surgical time or medical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/23/1992 and was last repaired on (B)(4) 2004 for a non-related issue. Eval of the device observed that the motor ran within specification and the motor running intermittently could not be confirmed. However, it was also observed that the device had a damaged head. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the left and right side. Unable to determine a cause of the reported complaint; however, the cause of the damage to the head and lack of calibration is likely due to the user not maintaining the device per preventative maintenance and improper handling. The device was serviced and returned to the customer.